Event description:
Per the clinic, the patient experienced wound dehiscence at implant site resulting in extrusion of transducer (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to re-implant the patient as of the date of this report.